Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the main symptom before surgery was stiffness. It was difficult to walk and they were prone to falls. The patient fell at home and suffered a comminuted fracture. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. The patient was currently observing at the hospital. No further complications were reported as a result of this event.